Event description:
Boston scientific received information that this right ventricular lead had dislodged. It was noted that the patient experienced ventricular fibrillation and due to the dislodged lead the ventricular fibrillation was note terminated effectively. This right ventricular lead was repositioned successfully and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.